Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the bending section cover/distal sheath (black covering of the bending section) peeled during set up involving an olympus cysto-nephro videoscope. There was no patient injury reported.